Event description:
Reportedly, the instrument's jaws would not open to release the tissue after it was fired. Therefore, another instrument was used to transect the tissue, free the device from the site, and complete the case without further incident.